Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100870951. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # : (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100821019. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of infection, swelling, inflammation and pain were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain, scrotal swelling, and erythema. During revision surgery, a scrotal swab was obtained, and infection was confirmed by the physician. The physician did not suspect that the device caused the infection. The device was explanted. There were no further patient complications.